Event description:
Customer called regarding a vehicular accident that resulted in a hospitalization. Customer experienced a low blood glucose while driving. Customer stated that she did not eat. Unable to provide the blood glucose reading at the time of the accident and hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.